Event description:
The customer reported that the blood glucose meter did not provide accurate results. The customer stated that the meter showed very high numbers and the customer kept treating and ended up at the hospital with a low blood glucose of 34mg/dl. The customer stated that the readings on the blood glucose meter was 517mg/dl, while the ultralink showed 100mg/dl. Advised customer to use the ultralink meter in the meantime. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.